Event description:
It was reported that this pacemaker exhibited loss of capture (loc) on two beats on telemetry post-operation. The boston scientific representative confirmed all measurements were stable and expected. Technical services (ts) discussed troubleshooting. The device remains in use. No adverse patient effects were reported.